Event description:
Customer reported the ffb needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit boards in the workstation and reloaded calibration files. System operates as intended.